Event description:
The pt's catheter was replaced. Additional information has been requested a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the catheter ¿got broken or whatever¿ and it was revised (as previously reported). The drug being delivered via the pump was unknown.

Event description:
Additional information received reported thatthe device system was used to infuse morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, at the time of report, the catheter had fractured. The healthcare provider (hcp) had put the needle into the catheter access port (cap), but nothing came out. He indicated that the catheter was empty and was leaking. It was indicated that this was the third time the patient had experienced the exact same problem; specifically where the hcp put the needle in for a dye study, but could not get any fluid back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).